Event description:
It was reported that a user experienced hyperglycemia, with glucose readings above 400 mg/dl for about ninety minutes, and sought guidance on pausing insulin delivery to administer a manual injection and then resume; the user later reported being unable to perform an injection due to lack of pen needles and without extra infusion sets, and chose to deliver a large bolus by entering a meal announcement despite no meal. Symptoms included feeling unwell without acute symptoms. Outcomes included no medical intervention, no assistance required, and no hospitalization. Investigation included complaint intake, troubleshooting, and user education on pausing delivery, using back-up therapy, and resuming therapy. Investigation of this case revealed no device alarms or malfunctions reported and no device component issues identified; the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.